Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact needed assistance changing the time. The patient stated while disconnecting from the patient line this morning that the patient's patient line connector malfunctioned. The pin fell out after pushing it in and disconnecting. The patient stated fluid leaked from the patient connector after removing the supplies. The clamps were closed. The patient was assisted in changing the time and was referring to speaking with their peritoneal dialysis registered nurse (pdrn) regarding the issue. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact needed assistance changing the time. The patient stated while disconnecting from the patient line this morning that the patient's patient line connector malfunctioned. The pin fell out after pushing it in and disconnecting. The patient stated fluid leaked from the patient connector after removing the supplies. The clamps were closed. The patient was assisted in changing the time and was referring to speaking with their peritoneal dialysis registered nurse (pdrn) regarding the issue. Additional information was requested but was not received to date.